Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri) sooner than expected. The device showed a battery status of one year remaining three months ago. Additionally, the automatic capture (ac) feature was observed to be pacing in retry for an unknown reason as right ventricular threshold measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed the potential that a previous threshold measurement was higher resulting in the ac feature becoming active. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.